Manufacturer narrative:
Preliminary investigation performed on 14 march 2018 by r&d product manager based on the pictures received: implants are no represented in the picture enclosed. No considerations can be done on the possible root cause of the event that, even from the description, doesn't seem to be implant related.

Event description:
Patient was complaining of pain in the knee 10 months after primary. Intra-operatively it was discovered the patient had severe arthrofibrosis and that scar tissue had grown over the 24mm inset patella, causing patello-femoral pain. The surgeon removed the scar tissue, removed the inset patella (not defective) recut and used a resurfacing patella size 1 to minimise pressure in the joint space. He also replaced the tibial polyethelene with the same size though there was no defect to the original.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: patella inset revision surgery occurred 9 months after primary total knee replacement. The patient was complaining about pain. During revision surgery arthrofibrosis was found and identified as the cause of pain. There is no reason to suspect a faulty device. Batch review performed on (B)(6) 2018, lot 166891: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.